Manufacturer narrative:
H4: device manufacture date: march 22, 2021 - march 23, 2021. H10: the device was received containing drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, force prime was performed; however, flow was not observed. The reported condition was verified. The cause of the flow problem was due to white crystallized drug which blocked the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The crystallized drug came from the drug fluid filled in the device bladder. Therefore, the cause of the flow problem is considered a use-related factor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) 10 ml did not infused any contents. The device was filled with flucloxacillin (flubiclox) 8000mg in 240ml sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.